Event description:
Report received from france states: "separation of pneumatic tubing during surgery. No patient impact." Additional information has been requested, yet not received.

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Corrective and preventative action was initiated to address the issue.